Manufacturer narrative:
A medtronic representative reported that replacing the vga splitter and power supply components resolved the issue. The power supply was returned to the manufacturer for analysis. When connected to ac the 28v dc output was the only active port. All other ports had no power output. The reported event was confirmed to be caused by an electrical issue with the power supply. The vga splitter has not been received by the manufacturer.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) national privacy laws. A medtronic representative, following-up at the site, reported replacing the computer did not resolve the issue. It was discovered that the active and power lamps on the video splitter were not turned on. Return requested for 4-port vga splitter and for multi-out 350w power supply. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system monitor went black after patient registration. In trouble-shooting, the site re-booted the system which did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.